Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. This nc quantum apex mr 12mm x 2.50mm balloon catheter was selected for pre-dilation and advanced to the lesion without resistance. On the first inflation, the balloon ruptured at approximately 10 atms after being inflated for approximately 2 to 3 seconds. The device was removed from the patient intact. The procedure was completed with a non-bsc device. No patient complications were reported and the stated status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. This nc quantum apex mr 12mm x 2.50mm balloon catheter was selected for pre-dilation and advanced to the lesion without resistance. On the first inflation, the balloon ruptured at approximately 10 atms after being inflated for approximately 2 to 3 seconds. The device was removed from the patient intact. The procedure was completed with a non-bsc device. No patient complications were reported and the stated status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that there was blood and contrast in the balloon and wire lumen. There was pinhole in the balloon wall material. The pinhole was located 5mm from proximal edge of distal marker band. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the damaged balloon. The balloon burst was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).